Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: t. (2013). Revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty. The journal of arthroplasty, 28(2), 2013th ser., 33-39. Http://dx.doi.org/10.1016/j.arth.2012.02.031. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty" three patients were identified in the article that required a tibial stem, and 1 of these patients also required a femoral stem. All 3 patients required augments to the tibia, as well as the femur in the case of the patient who had the femoral stem. No other patient required augments . There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record